Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a lead safety switch one day after implant due to high out of range pacing impedances that caused intermittent loss of capture. It was noted that the thresholds were good, but upon x-ray it appeared that the rv lead was not fully inserted into the header compared to the right atrial lead. During the revision procedure, the lead was tested on the pacing system analyzer (psa) and the impedances were still greater than 3000 ohms. The physician decided to explant and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Detailed analysis performed noted that the setscrew mark noted on the terminal pin was in the correct position, and is-1 insertion fixture passed testing. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high out of range pacing impedances or loss of capture, and analysis confirmed that the lead was likely fully-inserted into the header.